Manufacturer narrative:
The insulin pump was received with operating currents within specifications. The insulin pump passed the self-test, unexpected restart test, rewind test, basic occlusion test and displacement test. The insulin pump was unable to prime during priming test due to faulty force sensor resistor. The device had minor scratches on the lcd window and broken battery tube threads. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the product was returned. Customer's blood glucose level was not reported.